Event description:
Device was being used in a laparoscopic hysterectomy. Md noted that device was not working - after removing device, it was noted that the tip of the device broke off inside the patient. The uterine vessels had been cauterized with the harmonic ace. Removal of the uterus was started using the harmonic ace however, it was noted that the harmonic ace was not working and the device was removed. The intended procedure was then completed with different instrumentation without complication. It was noted the harmonic ace instrument was missing a part of the blade; approximately 1 cm portion of the active blade was broken off and could not be accounted for. Under fluoroscopy, the object was noted to be in the abdomen. The surgeon performed a mini laparotomy extending the incision from just above the umbilicus to create an approximately 6 cm incision. The peritoneum was opened and the surgeon retrieved the 1-cm metal piece from the right upper quadrant.====================== health professional's impression======================the device broke during routine use.====================== manufacturer response for harmonic ace======================the field rep took the device for testing/ qa